Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause can not be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported she is not satisfied with the postoperative result of a pt following intraocular lens (iol) implant surgery. The pt has residual astigmatism of four diopters and has indicated that, when reading, the letter "o" is seen as a square. The eye is calm, well and the implant does not move. Add'l info has been requested.